Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse events occurred due to the defective battery. Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The charger was sent to the supplier for further root cause investigation. The root cause investigation is underway at the supplier. No adverse events occurred due to the defective battery charger.

Event description:
A us distributor reported that a patient's battery was unable to charge and was experiencing battery/charger faults.